Event description:
Litigation alleges pain and difficulty ambulating.

Manufacturer narrative:
Update rec'd (B)(6) 2013- pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly and a competitor's head. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The complaint was updated on: (B)(6) 2013, doi: (B)(6) 2011 - dor: none reported (left hip). The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This product is actually a competitor's product (wright medical).

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.